Manufacturer narrative:
(B)(4).

Event description:
It was reported that the dependent patient presented to the clinic experiencing pre-syncopal symptoms. The right ventricular lead exhibited oversensing and noise which caused pacing inhibition. The noise could be reproduced with isometrics, all other electrical values were tested and found to be within normal range. A fluoroscopy revealed no anomalies. The physician elected to cap and replace the lead. No additional information was reported.